Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Additional device(s) related to this event are: pxt311415/7542856.

Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The contralateral gate from the flow divider down did not open. Additionally, the trunk ipsilateral leg component did not fully open, requiring ballooning to achieve full expansion of the ipsilateral leg. An aorto-uni-iliac, followed by a femoral-femoral bypass was performed. An additional gore excluder aaa endoprosthesis was implanted without incident. The pt tolerated the procedure. The physician stated that when he pulled the deployment line, the device did not feel like it deployed smoothly. The pt was a good candidate for the devices.